Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2105, awareness date 28-oct-2015) which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The consumer reported her physicians nurse told her they had only one patient complain of pain and 6 months after her hysterectomy she called and said she still had the same problem. Ptc investigational result was received on 19-nov-2015. Ptc global number: (B)(4).final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment:this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain, considered serious and listed in the reference safety information for essure. She had a hysterectomy and, 6 months after that, she still had pain. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, it was reported pain and hysterectomy, without further specification. Six months after hysterectomy she still had pain (dechallenge considered negative). Although limited information was provided, it cannot be excluded that this surgery occurred as a consequence of essure. Therefore this case was regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs